Manufacturer narrative:
Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Based on the complaint history, evaluation of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Patient identifier - (B)(6) (B)(4).

Event description:
Additional information received - the facility reported the lens was explanted on (B)(6) 2015, due to excessive vaulting, narrowing of the angle, angle closure and shallowing of the anterior chamber. Additional peripheral iridectomies were performed. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Based on the results of the DHR review, the available information given within this complaint, work order search, and the product evaluation, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. As reported on the medical review the cause of the event is unknown. No definite root cause for the complaint is determined. Per medical review: reportedly, micl (12.6 mm) was explanted/exchanged, 24 days postoperatively, for a shorter length icl (12.1mm) to address excessive vault and subsequent angle closure and elevated iop. Secondary surgically intervention (additional peripheral iridotomy) was performed prior to lens exchange. No reported postoperative sequelae. According to the same report, cause of the event was unknown. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -12.5 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted due to the lens was too large and elevated intraocular pressure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.